Event description:
In 2008, the pt reported that two days prior, while in bed, she noticed that her infusion tubing was separated at the luer connection. She stated that the inner tubing was intact. The infusion tubing had been in use for 4 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.